Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, however, a picture of the sample was received and the reported condition of crack was confirmed on the cap. The cause was determined to be manufacturing issue - molding. Icar was opened and the root cause investigation is currently in progress.

Event description:
On (B)(6) 2011, the customer reported 1 unit of mini caps that appeared damaged. The product looked cracked. The patient was connected to the product when the defect was observed. As a preventative action, the patient is being administered with 250mg every 12 hours of ciprofloxacin. No patient injury was reported.